Event description:
Further information was received from the nurse, indicating that the patient underwent surgery on (B)(6) 2016, to implant a new vns generator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient underwent a generator explant surgery, due to infection. It was reported that the patient was recently implanted. A few weeks after the implant, the device site became infected and the device needed to be removed. Further information was received from the nurse, indicating that the wound broke down over the scar tissue; the device was removed in order to clean the wound out and allow it to heal. It was reported that the generator was explanted on (B)(6) 2016 and it will be replaced. The lead was left in situ. It was reported that the device was working well prior to explant: system diagnostics were reported to return normal impedance results with 3135 ohms. It was reported that the explanted device will not be returned to the manufacturer as it was discarded by the facility. Therefore, no analysis could be performed. Review of manufacturing records confirmed that both, the generator and the lead, passed all functional tests prior to distribution. A review of device history records showed that the generator and the lead were sterilized prior to distribution. No further information was provided to date.